Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 8, 2022 that a lighttrail reusable laser fiber was used in a procedure performed on an unknown date. During the procedure, the laser fiber did not work. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.